Event description:
Staff heard an alarm and the IV pump in the patients rooms was alarming that the battery was too low and it was going to shut down. The pump was plugged into the wall and it required shutting down. Staff shut down pump and restarted and it did it again. The pump was administering vasoactive medications and the patients systolic blood pressure sank into the 60's. We have since this at least 3 times now, with various controllers and these are less than a year old. All required a battery reconditioning to recover the unit, and we are in the process of sending them in for further evaluation. Manufacturer response for carefusion pcu point of care unit, alaris 8015 (per site reporter): manufacturer supplied rga# for product return evaluation.